Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the software update failed. It was noted that the touch-screen was out of calibration. The touch-screen was cleaned and reseated. Touch-screen calibration passed and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that software failed to update on the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis.